Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The flow rate report of affected batch 24h16ged81 was reviewed. For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between -4.78% and 6.20%. Received 1 used and filled easypump ii lt 100-50-s-EU/sa. As received condition, the clamp clip of received sample was clamped, and no wing cap was connected to the patient connector. The received sample was weighed and recorded at 101.49g. An unfilled easypump for this article typically weighs 60g, and the retained volume should be 3g. This indicates that the received sample has around 40g of remaining solution volume. The sample was emptied, decontaminated and sent for flow rate test. The flow rate deviation from nominal flow rate for received sample was -2.06%. The flow rate of received sample was within the specification ±15% deviation from nominal flow rate. However, there are some possibilities that to cause the fast flow rate to occur during application, such that one or combination factors are listed as below: the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 2 ml/hr to 2.36 ml/hr. Refer figure 4. External pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. According to IFU, the outer layer has to be unfolded properly prior filling. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Reviewed the DHR for batch 24h16ged81, there is no abnormality and no such defect detected at in process and at final control inspection. Since the flow rate of received sample was within the specification, hence it was considered this complaint as not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: the patient received an easypump on (B)(6) 2025, scheduled for 48 h. On (B)(6), the patient reported by telephone (in the morning) that the pump was almost empty. When he came in the afternoon, no leak was visible and the patient also stated that he had no increased body temperature. There were no serious consequences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.